Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 is leaking from the reservoir and small leak. No patient adverse events reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned warmer found a cracked water tank cover and a bent micro switch. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The reported problem was confirmed. It was determined that leaking was coming from a cracked tank cover. The most likely cause of the cracked tank cover came from overtightening of the tank cover screws by the customer or resulted from the device being dropped. To resolve the problem, the water tank cover was replaced and a corrective and preventive action was initiated.